Manufacturer narrative:
(B)(4). Event date: unknown; captured as awareness date. Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. The following information was requested, but not available: could you please provide device details (product name/product code/lot#/batch#)? Could you please provide more details how device was removed? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the physician was performing a sigmoid colectomy and had mentioned to me that she is finding that the powered circular stapler (29mm) was having trouble releasing from the anastomoses. No other information is available.